Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform run current test, self-test, off no power test, unexpected restart error test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test due to motor error alarm. Insulin pump passed idle current test. Unable to verify power deadlock alarm due to motor error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer was assisted with motor error troubleshooting. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was unable to complete pump rewind due to the alarm. The customer added that they received an alarmed indication a power deadlock. The alarm was not cleared and the test failed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.